Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific had received information that at the time of the system explant, a transvenous lead was implanted via the internal jugular. The explanted device was attached and was left outside of the body until the infection issue was resolved. Subsequently, boston scientific received information in (B)(6) 2011 that this patient's daughter contacted medical records to provide additional information concerning this adverse event. The daughter stated that this patient had originally been admitted to the hospital in late (B)(6) 2010 for flu-like symptoms associated with dehydration. At that time, the patient's pacemaker pocket was found to be infected. The implanted device and lead system were explanted in (B)(6) 2010. At that time, the physician implanted a temporary pacing system. Shortly thereafter, the patient died while in the intensive care unit (ICU) and pacemaker infection was listed as a contributing factor.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Event description:
Boston scientific received information that the call from the patient's daughter to medical records occurred on (B)(6) 2011 (us supplemental alert date).